Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During ivtm therapy on a (B)(6) years old female, the facility nurse noticed saline bag empty and when the nurse placed a new saline bag, blood in the quattro EU catheter (lot# 78628) was observed. Dwell time was 6 hours. The quattro catheter was inserted smoothly into the patient's right femoral. No alarm noticed on thermogard console. The user facility did not performed other temperature management procedures to continue with therapy. No patient consequence was reported.